Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): the device was returned and analyzed with no anomalies found.

Event description:
It was reported that the implant physician was unable to get the pacemaker to work after attempting several times with no success. The device battery was new and there were no issues noted with the leads when they were checked using the analyzer. It was assumed that there was a malfunction with the device, and the device was returned for assessment. No patient complications have been reported as a result of this event.